Event description:
According to the available information, during prep of the implant, it was noticed that the pump was retaining more air than usual. After placement and during the test of the cylinder set for proper positioning via inflation with a 60 cc syringe, the physician encountered the same issue. During this test and upon several attempts to remove excess air via aspiration of the syringe while connected to the back fill tubing, the entire team noticed that the saline was turning pink. At that point, it was then decided to remove and replace with another 20 cm scrotal touch cylinder set.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.